Event description:
Tracelet radial compression device was applied to right radial access site, sheath was removed and air was injected into device to inflate balloon for compression. Device immediately lost air and access site began to bleed, manual compression was held and new tracelet device was applied successfully without harm to pt. This facility as well as other facilities within the hospital system have had similar problems with this device. At this facility, there have been at least 23 events over the last approximately 18 months. The manufacturer has been notified, products have been returned, and the manufacturer has provided education to the staff several times. The manufacturer provided initial education as well re-education on multiple occasions throughout this time period. Staff continue to use the device according to the instructions for use and according to the education they received from the manufacturer; but the problems continue. Patients are experiencing hematomas and bleeding requiring additional intervention and monitoring. Manufacturer response for tracelet, tracelet compression device (per site reporter): numerous issues with this device at this facility. The mfg is aware. Cv dept will decide on continued usage, more re-education or internal recall.